Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and black spots were observed on the inner aluminon foil. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black dots were found in the packaging of a minicap. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.